Event description:
It was reported that a patient was to undergo an operation. The patient was doing well, but then started having symptoms, as well as shocking. It was determined via x-ray that the leads had migrated into the pelvis. The healthcare provider (hcp) was to replace the leads and dead battery on (B)(6) 2014.

Event description:
Additional information received reported that the battery was replaced today. It was discovered that the leads were still intact but it was confirmed that the battery was dead. Additional information received reported that the patient was in continuous mode. It was considered normal battery depletion based on the patients high settings.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).